Event description:
Allegedly revised due to reaction to metal debris.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed and the analysis shows no trend for item/lot. The device history record was reviewed and indicates the product met specification when manufactured. The acetabular components were from a different manufacturer and it is unknown what bearing material was present in the cup. (B)(6) does not support use of devices with those made by other manufacturers.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00597, 00599.